Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A stapler log review was performed, there were two sureform 60 stapler instruments used, and it remains unclear which stapler instrument was involved with the reported event: -first, the log shows that a sureform 60 stapler instrument (lot number: l83230713-0155) was installed on the system 8 times and fired 8 reloads (1 green, 1 white, 2 green, 4 white, in that order). On installs 1-7, all clamp attempts were successful. On installs 1, 2, and 5-7, the firings were completed with 1 pause for compression each. On installs 3 and 4, the firings were both completed with 1 pause for compression. On install 8, the first 2 clamp attempts were incomplete, stopping at approximately 56% and approximately 66% completion. The 3rd clamp was successful, but was followed by a firing failure. The firing stopped at approximately 75% completion. -next, the logs show that another sureform 60 stapler instrument (lot number: l10250228-0143) was installed on the system once and fired one white sureform 60 reload. On the only install, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed with no pauses for compression. -the full logs were not available: however, there were no stapler related errors in the logs relevant to the complaint. A review of images provided by the customer was performed. The images depict the housing and bagged jaws of a stapler instrument, along with the box and labeling of a sureform 60 stapler instrument. No procedural images were provided.

Event description:
It was reported that during a da vinci-assisted total gastrectomy procedure, the blade of the sureform 60 stapler instrument remained exposed after firing a white sureform 60 reload. The target tissue was not calcified but had been exposed to chemotherapy prior to the procedure. The tissue was neither under tension nor bunched at the start of stapling, and the surgeon did not report any clamping issues prior to firing the reload. At the time of the event, an error message appeared stating, "blade may be exposed." Although there were some staples missing from the staple line, there were no indications of malformed or unformed staples, and the tissue remained well approximated. Minimal bleeding was observed along the staple line and was described as normal, expected bleeding that can occasionally occur in areas with large vessels. Hemostasis was achieved using diathermy with a permanent cautery hook instrument. No blood transfusions were administered, and no unplanned tissue removal was required. The surgeon speculated that the issue may have been caused by firing over the end of a previous staple line.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the white sureform 60 reload for failure analysis (fa). A log review confirms that the stapler reload was involved in a firing failure. The knife was found to be exposed within the knife track towards the distal end, consistent with the firing completion percentage recorded in the procedure logs. Additionally, mechanical indentations were observed on the blade of the stapler reload. After removing the stapler reload cover and pulling the shuttle forward to access the knife, an inspection revealed damage to the blade. No damage was observed on the cartridge. Additional information: isi received the sureform 60 stapler instrument for fa. The stapler instrument was placed on an in-house system and found to pass the initialization test. There was no visible damage to the instrument. Upon extending the I-beam assembly, a staple was found to be lodged inside. Additionally, a log review indicated a firing failure, and this issue could not be replicated during in-house testing. The stapler instrument was installed on an in-house system and fired on foam using two in-house white sureform 60 reloads resulting in successful firing. Visual inspection of the staple-line showed it to be smooth and consistent, with no jagged edges or tearing. All staples were correctly deployed and formed into the proper b-shape. A review of the logs confirmed a single firing failure.

Event description:
Refer to h11 for follow-up information.